Manufacturer narrative:
On dec 3, 2007, cardinal health sent a letter to the user facility seeking additional info concerning the reported event and the condition of the pt. On dec 10, 2007, the user facility faxes a response to that letter. The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a cardinal health tech support specialist in response to a phone conversation with a user facility rep and written responses from the user facility to a letter sent by cardinal health seeking additional info.

Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a rental dept. Rep and a user facility rep. (Rep) "in the rental dept called to have me call this customer because they left a message for her to get a replacement for this rental unit. I called and I was finally able to get a hold of (user facility rep) after several attempts in the rt dept. She stated that during the night they had problems with it. She said it was running on a pt at settings of amp 18, hz 13, map 14, fi02 .30. She said that the other rt's told her that the oscillator stopped running, they smelled an electrical "hot" smell. They took the off, bagged and switched the pt over to a conventional ventilator." The following additional info concerning the event was copied from a letter from the user facility that was in response to a letter sent by cardinal health seeking additional info. "Oscillator stopped running, hot electrical smell came from the unit-unit alarmed (pt) stable".